Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. It was confirmed that the pump was able to be charged with a different usb cable. A replacement usb cable was sent to the customer. In addition, the customer reported a malfunction alarm occurred and stopped all insulin delivery after connecting the pump to a power source. The customer's blood glucose (bg) level was impacted (306 mg/dl). Customer stated a manual injection would be delivered to address bg level. Reportedly, the customer will use manual injections as alternate insulin therapy until the replacement pump was received.